Manufacturer narrative:
The customer reported replacing the cpu pcb to resolve e this issue.

Manufacturer narrative:
This event was reported in error. The event error code 1104 is logged during the power on self test, this occurs prior to placing the ventilator on a patient. This error code when logged on a v60 ventilator is an alarm to notify the clinician there was a failure that causes the ventilator's software to stop executing, for example where there is a total loss of power. This alarm is annunciated as a high urgency alarm and can be acknowledged which decreases it to a low urgency alarm, but this alarm cannot be reset or silenced.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the check vent backup alarm failed. No patient harm was reported.